Event description:
It was reported no disposable clamp tubing alarm with the pump. Turning pump off and on, resetting cassette, and cleaning metal sensor did not resolve alarm. The patient switched to backup pump but experienced the same issue. The patient was instructed to make a new cassette. No patient injury was reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required. Catalog number and UDI number are unknown; no information provided to date.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updates not required. H10: the device was not returned for investigation, so no visual inspection and functional test were performed. Based on the fact that no product was returned, the investigator was unable to confirm the reported complaint. A DHR (device history review) was performed, and no problems or issues were identified during this DHR review. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available.